Event description:
Procedure performed: lobectomy. Event description: trocar used in a thoracic surgery (lobectomy) for the scope access (only trocar used. Also using alexis for instruments access). Trocar was placed with rotation, as usual, in a intercostal space. The event occurred in the middle of the surgery after inserting the scope (removed to clean the scope) and start manipulating it. The trocar was used for scope access and during the surgery, after the scope insertion and some manipulation, the team heard a cracking sound and realized the trocar broke in the middle of the canula. No fragments identified. No impact in the patient status. Additional information received from an applied medical representative via email on 20mar2025: there was difficulty during insertion and was not used with a robot. Intervention: the surgeon removed the trocar and placed a new one. Patient status: patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula shaft. Based on the provided photograph and the description of the event, it is likely that the reported event was caused by manipulation within the cannula. However, in the absence of the event unit, applied medical is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: lobectomy event description: trocar used in a thoracic surgery (lobectomy) for the scope access (only trocar used. Also using alexis for instruments access). Trocar was placed with rotation, as usual, in a intercostal space. The event occurred in the middle of the surgery after inserting the scope (removed to clean the scope) and start manipulating it. The trocar was used for scope access and during the surgery, after the scope insertion and some manipulation, the team heard a cracking sound and realized the trocar broke in the middle of the canula. No fragments identified. No impact in the patient status. Additional information received from an applied medical representative via email on 20mar25: there was difficulty during insertion and was not used with a robot. Intervention: the surgeon removed the trocar and placed a new one. Patient status: patient is ok.